Event description:
A preteen male with a history of hemophilia a was taken to interventional radiology at our hospital last week for removal of a single lumen port-a-cath in the left subclavian vein that had been in place for 8 years. During the removal, a 2 cm long fragment of the port was retained within the wall of the left subclavian vein.